Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of noise and oversensing resulting in pacing inhibition and periods of asystole up to 2 seconds. Pacing threshold and impedance measurements were noted to be within normal limits. As the patient is pacemaker dependent, a revision procedure was performed and the lead explanted and replaced. No additional adverse patient effects were reported.